Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided serial #: unknown, not provided; model: a complete model is unknown, as serial number was not provided. Catalog #: a complete catalog number is unknown, as serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI#: a complete UDI is unknown as the serial number was not provided. Implant date: if implanted, give date: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony, intraocular lens (iol) was explanted from the patient¿s operative eye on (B)(6) 2018. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. Manufacturing records review: manufacturing record evaluation could not be performed since serial number is unknown. Historical data analysis: the complaint history could not be performed since serial number is unknown. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified as product was not returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.